Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the stimulation issue first occurred in september 2021 when there was a loss to 20% therapy. It was an unexplained loss of stimulation. Impedances were in range. The cause of the stimulation issue was not determined, but the rep queried whether there was lead migration. Stimulation was covering the correct region and for an unexplained reason it moved to the other leg, where it was not needed and reprogramming did not resolve this issue. It was reported that the lead was discarded by the customer. The information was confirmed with the physician/account. The rep also reported that the serial number of the lead was (B)(6), but a lot number for the device had already been provided.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type lead product ID 3587a-25, lot# b0427608k, implanted: (B)(6) 2006, explanted: (B)(6) 2023, product type lead b3. Date is month valid. Implant date of lead 3587a-25 (lot #b0427608k) is year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's lead was to be replaced because the lead was not providing the correct stimulation. During the replacement procedure, the new surgical paddle was implanted and tunneled. When connected to the ins, contacts 6 and 7 showed as out of range. 2 different contacts (2 and 4) showed as not connected on the connectivity check; impedances were greater than 40,000 ohms. They swapped the ports that the leads were in and the impedance and connectivity issues moved with the lead. They wiped the lead ends with a wet and dry swab and put it back in, but there was no change. A new lead was opened and implanted. This resolved the issue and surgery was completed.

Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type: lead. Product ID: neu unknown, lead, serial# unknown, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 29-nov-2026, UDI#: (B)(4). Product ID: neu unknown, lead, serial/lot #: unknown, ubd: 29-nov-2026, g2: the country of origin is great britain. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Device analysis for lead (B)(6) revealed no significant anomaly. There was suspected body fluids in the lead but there was no performance impact. H6 codes belong to lead (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.